Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that there was an inflow cannula obstruction and the pt underwent reoperation for pump re-positioning.